Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that medfusion pump encountered a check clutch error. No adverse health outcomes occurred.

Manufacturer narrative:
The reported medfusion® syringe pump was returned for investigation. Visual inspection found the device to be in poor condition. The device tamper sticker was void, the top case was chipped and cracked, and the bottom case was cracked. A review of the device event history log found that the reported check clutch error had occurred; however, during functional flow and occlusion testing, the error could not be duplicated. As investigation could not duplicate the reported error, no root cause could be established. After device repair, preventative maintenance, and recalibration, the device was found to pass all delivery, accuracy and functional tests.